Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The reported events of inability to interrogate and no pacing output were confirmed. As received, the device had no telemetry and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found normal. Hybrid circuitry was tested, resulting in elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Event description:
It was reported that the patient was experiencing bradycardia and went to the emergency room. The pulse generator could not be interrogated and exhibited no pacing. The patient was scheduled for emergent generator change out procedure. Prior to procedure, the patient experienced asystole and cardiopulmonary resuscitation was performed along with external pacing. The patient stabilized and underwent generator change out procedure and the device was explanted and replaced. The patient was intubated post procedure and was later discharged in stable condition.